Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient's ipg became inoperable and it is unknown when the patient last had therapy. In turn, the patient underwent surgical intervention at which the ipg was explanted and replaced.